Event description:
It was reported that patient enrolled in clinical study underwent a total hip arthroplasty on (B)(4) 2001. Subsequently, a revision procedure was performed on (B)(6) 2004, due to acetabular cup loosening. Information received in patient medical records indicates that additional revision procedures were performed on (B)(6) 2008 and (B)(6) 2010, due to aseptic loosening of the acetabular components. Operative notes from (B)(6) 2008. Operative notes from (B)(6) 2010, also report evidence of possible pelvic dissociation and significant compromise of the integrity of the acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. 510(k) number. Manufacture date. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-02864, -04773 & -04775).